Event description:
It was reported that prior to a coronary stenting treatment procedure, stent damage was observed. When the device removed from package, the physician noticed that distal end of the stent was frayed and then replaced it with another one. No pt injuries were reported.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.